Manufacturer narrative:
During troubleshoot via telephone, the gi technician reported there is power to the boom arm as the other equipment were working with no issues. No troubleshooting was performed. The subject monitor was returned to the service center for evaluation. The customer¿s reported issue was unable to be confirmed. The unit was inspected and tested, and the device worked appropriately. The monitor was purchased in (B)(4) 2018 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus technical support engineer was informed by the lead gastrointestinal (gi) technician at the user facility via telephone that there was ¿no image/no power¿ on the high-definition liquid crystal display monitor that was attached to the steris boom arm during procedure. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.